Manufacturer narrative:
A non-sterile trufill orbit dcs was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked. The introducer was received zipped without damaged. The support coil, gripper and embolic coil were found inside of the introducer. The support coil and gripper were found without damage while the embolic coil was found stretched with residues of dry blood and it was still attached to the gripper. The gripper and the embolic coil were inspected through the introducer under microscope. The gripper was found without damage and the embolic coil was found stretched and residues of dry blood could be observed on it. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil - unraveled/stretched" was confirmed during the microscopic analysis. The cause of the kink found on the device and the embolic coil condition (stretched) could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevent this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Corrected data: please note that part of the information was accidentally not included in the initial medwatch report: during advancing the orbit mini complex fill 4x10 coil (B)(4), the coil stretched during adjusting for positioning in the aneurysm, therefore another device was used with the same prowler 14 microcatheter (mc) to complete the procedure. No resistance occurred between the mc and coil system, or kinks were noted in the mc that may have contributed to the event. A constant and dedicated saline source was utilized at all times. Prior to use, the mc was re-shaped with the shaping mandrel use and steam, and without damages. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The complaint received states that during an aneurysm coil embolization procedure the orbit mini complex fill unraveled/stretched during placement. During advancing the orbit mini complex fill 4x10 coil (B)(4), the coil stretched during adjusting for positioning in the aneurysm, therefore another device was used with the same prowler 14 microcatheter (mc) to complete the procedure. No resistance occurred between the mc and coil system, or kinks were noted in the mc that may have contributed to the event. A constant and dedicated saline source was utilized at all times. Prior to use, the mc was re-shaped with the shaping mandrel use and steam, and without damages. There was no report of injury for the patient. A non-sterile trufill orbit dcs was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked. The introducer was received zipped without damaged. The support coil, gripper and embolic coil were found inside of the introducer. The support coil and gripper were found without damage while the embolic coil was found stretched with residues of dry blood and it was still attached to the griper. The gripper and the embolic coil were inspected through the introducer under microscope. The gripper was found without damage and the embolic coil was found stretched and residues of dry blood could be observed on it. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil - unraveled/stretched" was confirmed during the microscopic analysis. The cause of the kink found on the device and the embolic coil condition (stretched) could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time. The failure reported by the costumer as "coil - unraveled/stretched" was confirmed during the microscopic analysis. The cause of the kinks found on the device and the embolic coil condition (stretched) could not be conclusively determined. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. These devices are delicate and the IFU cautions "trufill dcs orbit detachable coils are delicate devices and should be handled carefully. Prior to use and when possible during the procedure, inspect the system for bends or kinks. Do not use a coil system that shows signs of damage." Review of the information suggests that procedural issues, specifically the microcatheter repositioning may have contributed to the confirmed failure.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
Adjusting for positioning in the aneurysm, therefore another device was used with the same prowler 14 microcatheter (mc) to complete the procedure. No resistance occurred between the mc and coil system, or kinks were noted in the mc that may have contributed to the event. A constant and dedicated saline source was utilized at all times. Prior to use, the mc was re-shaped with the shaping mandrel use and steam, and without damages.